Event description:
It was reported that this right ventricular (rv) lead had observations of noise that was being oversensed. Isometrics were performed, however the source remained unknown. The lead was capped and replaced, and the device system was upgraded. No additional adverse patient effects were reported.